Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported texium leaked when they were giving an ivp chemo (red color) and when they disconnected they noticed red fluid on the needleless connector. No patient harm reported.